Manufacturer narrative:
Previously reported: the manufacturer received information alleging the device has a blank screen when turned on. There was no harm or injury reported. After further review it was found that display pca is not communicating with the system. The display pca has been scrapped.

Manufacturer narrative:
H3 other text : device not returned to manufacturer.

Event description:
The manufacturer received information alleging the device has a blank screen when turned on. There was no harm or injury reported. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.